Event description:
Related manufacturer reference number 3006705815-2022-13934. Related manufacturer reference number 3006705815-2022-13936. It was reported that system diagnostics recorded high impedances on contacts 11, 12, 13 and 14. Reportedly, the ipg could not be set into MRI mode due to an end of service message. As a result, surgical intervention was undertaken wherein the ipg and one lead were explanted and replaced to address the issue. It¿s unknown which lead was recording high impedances, and both are being reported.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.